Event description:
It was reported that during a distal pancreatectomy procedure, after firing, the surgeon observed an unformed staple along the staple line. The pt came back four hours later with bleeding around the staple line. The pt was opened and four more unformed staples were found. The pt is okay.

Manufacturer narrative:
Info is unavailable; device was not returned for eval. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.